Event description:
The customer reported a pt death occurred while being monitored on a philips telemetry device.

Manufacturer narrative:
(B)(4). The customer reported a pt death occurred while being monitored on a philips telemetry device. The customer was using the paging function as primary alarm notification, which is considered to be off label use. They were unaware of a lethal change in their pt's condition which led to a death. In abundant caution, we will report this issue. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.